Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a right total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to unknown reasons; however, no revision has been reported at this time. No further information has been provided.

Manufacturer narrative:
This supplemental report is being submitted to report the reason and date of revision procedure. This supplemental report also being submitted to report additional information received. Date of event: (B)(6) 2016. The following sections were updated: patient identifier, patient sex, outcomes attributed to adverse event, event or problem, relevant tests/laboratory data brand name, catalog and lot number, patient and device codes, report source, device evaluated by manufacturer, manufacturer narrative. The device was not returned for evaluation as it remains implanted. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was attributed to failure to resurface the patella during the initial procedure. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects: interoperative or postoperative bone fracture and/or postoperative pain. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported patient underwent a right total knee arthroplasty on an unknown date. Subsequently, a revision took place on (B)(6) 2016 due to pain. A patella button was added and no components were removed during this procedure. No additional information was provided.